Event description:
It was reported that during the implant attempt, the leads were placed into a small subclavian branch. The physician observed that the leads were deformed near the tip/ring. Both leads were not used and two new leads were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): proximal conductor fracture (overstress), the proximal conductor was distorted, there was blood in/on the helix/lobe mechanism, the lead appeared damaged at implant and the lead was stretched; full lead returned and analyzed. (B)(4): proximal conductor distorted, there was blood in/on the helix/lobe mechanism, there was tissue on the helix, the lead appeared damaged at implant and the lead was stretched; full lead returned and analyzed.